Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. This occurred when removing the minicap during peritoneal dialysis (pd) therapy. The transfer set had been in use for one week and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample and one companion sample were provided for evaluation. Review of the photograph and visual inspection of the companion sample was performed and showed a separation between the female connector and main body. Leak, clear passage, and clamp function testing were performed on the companion sample and no leaks or issues were observed. The reported condition was verified. The cause of the separation was determined to be a manufacturing related issue caused by inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.